Manufacturer narrative:
UDI # (B)(4). The DHR shows no abnormalities related to the reported failure. The investigation of the returned device did not confirm the reported condition. The device passed the functional testing. Evaluation was unable to conclusively verify customer information as valid. Device was tested according to internal procedure. No failure found. The reported complaint is likely caused by improper handling. The definite root cause cannot be reliably determined.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a locking issue of the mayfield skull clamp while preparing the device for the surgery. The event led to 15 minutes surgical delay. The procedure was completed with the same device.